Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during distal femur cut in a cori assisted tka surgery, they over-resected a few millimeters, and then they noticed the burr stayed exposed outside of the guard, even when not cutting or in view of the trackers. They recalibrated, the burr retracted and as soon as in field it exposed and stayed exposed again. They changed to speed mode and did not extend burr further. After the case they tried playing with calibration and it would do two clicks but during lock it would come right out when they pull. Then after a while it wouldn¿t let them even do one click. They tried with a new burr and same thing. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, sn (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a mechanical component failure. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. The requested clinical documentation/information has not been provided as of the date of this medical investigation. Without the requested documentation, the clinical root cause of the reported event could not be fully assessed nor concluded. The patient impact beyond the reported over-resected distal femoral bone could not be determined. Reportedly, the procedure was concluded using manual instrumentation without significant delays. No further assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.